Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Review of the batch manufacturing records indicate packs were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
An email from (B)(6) center received on jan. 2nd, 2018 for an adverse event regarding simplex p bone cement reported on (B)(6) 2017. A patient used simplex p and prolonged hospital stay. Before surgery for orif+bipolar, patient's 1st blood pressure was 137/63mmhg. Blood pressure maintained 120/54mmhg during anesthesia procedure. Before put simplex p bone cement, blood pressure is 137/63mmhg. One minute after put simplex p bone cement, blood pressure down to 62/32mmhg. Gave patient ephedrine 8mg+16mg, atropine 0.5mg+0.5mg and then patient's consciousness changed. Proceeded intubation 7.0# fixed 20cm, hr32 times/minute, blood pressure 32/22mmhg. Gave patient bosmin 3mg+ephedrine 20mg, dopamin (600mg/200ml/pack) keep 8/hr. Finally blood pressure maintained 120/60mmhg, surgeon explained all procedure to patient's family and then sent the patient to ICU for observation.

Manufacturer narrative:
An event regarding patient requiring a prolonged hospital stay involving simplex p bone cement was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no product was returned, the device remains implanted. Medical records received and evaluation: not performed as no medical records were provided. Device history review: indicated that products were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined as insufficient information was provided. Further information such as medical records, operative reports, full patient history as well as follow up notes are needed to complete the investigation for determining a root cause. It must be noted that the patient had other co-morbidities. No further investigation for this event is possible at this time as insufficient information was received. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
An email from (B)(6) center received on jan. 2nd, 2018 for an adverse event regarding simplex p bone cement reported on (B)(6) 2017. A patient used simplex p and prolonged hospital stay. Before surgery for orif+bipolar, patient's 1st blood pressure was 137/63mmhg. Blood pressure maintained 120/54mmhg during anesthesia procedure. Before put simplex p bone cement, blood pressure is 137/63mmhg. 1 minute after put simplex p bone cement, blood pressure down to 62/32mmhg. Gave patient ephedrine 8mg+16mg, atropine 0.5mg+0.5mg and then patient's consciousness changed. Proceeded intubation 7.0# fixed 20cm, hr32 times/minute, blood pressure 32/22mmhg. Gave patient bosmin 3mg+ephedrine 20mg, dopamin (600mg/200ml/pack) keep 8/hr. Finally blood pressure maintained 120/60mmhg, surgeon explained all procedure to patient's family and then sent the patient to ICU for observation.